Event description:
Procedure type: hair implantation. According to the reporter, the suture extruded through the incision post-operatively on the 30th day after surgery. The subcutaneous tissue had been closed using interrupted stitches. Reportedly, the extrusion occurred at the fifth and sixth knot. The incision was 12-13 cm in length. Reportedly, the sutures were extracted and antibiotic treatment with rifocin, aventis was locally applied to prevent further infection and tissue loss.